Event description:
It was reported that when the device was used during a laparoscopic assisted vaginal hysterectomy the device cut but did not staple. Another device was opened to complete the case. There was no consequence to pt.